Event description:
Patient experienced sudden cardiac death approximately one month after having a 3.5 x 13mm cypher stent implanted in the circumflex artery (lcx). No autospy was performed. This pt, was admitted to the hospital with a cheif complaint of acute mi. The pt was currently taking plavix, statins, ace-inhibitors and insulin. The pt was taken urgently to the cardiac cath lab, where angiography revealed a de novo 80% focal, midly calcified lesion in the mid circumflex artery (lcx). Angiomax was administered via IV. Gp 2b/3a inhibitors were not administered in conjunction with the angiomax. There were no difficulties in accessing or wiring the vessel noted. The mid-lcx lesion was not predialted. A. 3.5 x 13mm cypher stent was deployed to 20atm with sub-optimal results. The stent was post-dilated. Residual stenosis was reported to be 0%. With timi iii flowed noted throughout the stented segment. The pt was discharged 21 days later on plavix, aspirin, beta blockers, statins and ace-inhibitors, for which they are reported to have been complaint. Seven days later, the pt expired. No autopsy was performed. The primary cause of death was listed "sudden cardiac death."